Manufacturer narrative:
Device discarded at hospital.

Event description:
It was reported during a coronary embolization treatment procedure the subject coil prematurely detached in the catheter. The coil was retrieved with the catheter and was replaced. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during a coronary embolization treatment procedure the subject coil prematurely detached in the catheter. The coil was retrieved with the catheter and was replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes/DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu and continuous flush was set up and maintained throughout the clinical procedure, no torque was given where advancing the delivery wire, and the rhv was sufficiently tightened prior to detachment. While there are a number of potential causes for the reported issue of the subject coil prematurely detaching during use, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. H3 other text : device not returned for evaluation.